Manufacturer narrative:
The pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, the pump alarmed insulin flow blocked during the basic occlusion test and failed the prime/seating test due to dried insulin on the motor slide. Unable to perform the displacement, rewind, basic occlusion, force sensor and occlusion test due to unexpected insulin flow blocked alarm. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.